Event description:
It was reported that there was blood found in the lead during an implant procedure. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and all conductors had blood/body fluid (not obstructed). It was also noted that the lead was damaged at implant. The analyst noted that blood entered when they back loaded a guidewire into the lead. (B)(4) all conductors blood/body fluid (not obstructed) (B)(4) full lead.